Manufacturer narrative:
The product has not been returned to microline surgical for mechanical evaluation or investigation.

Event description:
During a cholecystectomy, the jaws of renew lapclinch grasper forceps tip broke. The procedure and anesthesia time was extended for 25 mins there no harm to the patient.